Event description:
Event description cpi received information that through an x-ray they confirmed that this sweet tip bipolar lead (4269) had dislodged. They were going to program around this, and elected not to do an invasive.